Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and analysis was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Motor passed motor test. The insulin pump had a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.